Manufacturer narrative:
Dates of the event provided with the initial report were incorrect. The correct dates have been provided with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a follow up phone call that he had been hospitalized due to high blood glucose levels. The customer's blood glucose was 621 mg/dl. The customer did not remember the date of the event. He complained of feeling back all over, leading to the hospitalization. He noted that he was wearing the insulin pump at the time of the event. He was discharged after 3 to 4 hours when his blood glucose lowered to 230 mg/dl. He stated that the insulin he had used may have overheated prior to its use. He stated that he did not remember any other details regarding the event due to medications he was on because of a recent surgery.